Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose level was unknown. The customer stated that she was not able to insert the sensor correctly. The customer stated that the enlite sensor does not release the sensor after second button press. The customer stated that the needle hub is stuck. The customer stated that she is unsure if the catch arm is bent. The customer stated that she has experienced this behavior with multiple sensors. The customer was advised to not push down on serter or push it into the body. The customer was advised to release pressure on serter and let it rest on the body and attempt to push again. The customer will be sent replacement sensors.